Event description:
It was reported there was a lead revision due to a lead migration on (B)(6) 2012. It was also reported the patient could not adjust stimulation. The implantable neurostimulator (ins) was not working "because 6 short out of 8 on the lead" were not working. No further information was reported.

Event description:
Additional information received reported the patient was doing well and receiving appropriate stimulation. No further information was reported.

Manufacturer narrative:
Product ID 3778-60 lot# serial# (B)(4) implanted: (B)(6) 2011 explanted:; product type lead product ID 3778-60 lot# serial# (B)(4) implanted: (B)(6) 2011 explanted:; product type lead product ID 37752 lot# serial# (B)(4) implanted: explanted:; product type recharger product ID 37743 lot# serial# (B)(4) implanted: explanted:; product type programmer, patient. (B)(4).